Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set, with cgm readings around 319 mg/dl and a manual meter at 304 mg/dl, despite multiple supply changes, algorithm-confirmed insulin on board, and a recent 3-unit subcutaneous pen injection; the user synchronized reports, updated firmware, and temporarily paused ilet insulin delivery to allow the external insulin to clear, after which glucose trended down to 298 mg/dl and later to 290 mg/dl, ultimately resolving to 124 mg/dl after changing all supplies. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of device logs, therapy settings, insulin on board, infusion set changes, and user-reported actions. Investigation of this case revealed no device alarm or functional malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.